Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report # 3006705815-2018-03084. It was reported the patient is experiencing overstimulation. The patient was hospitalized for four days due to the overstimulation. Reprogramming was performed but did not resolve the issue, an impedance check revealed no anomalies. It was confirmed the device migrated. In turn surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Refrence MFR. Report # 3006705815-2018-03084.

Event description:
Device 1 of 2. Reference MFR. Report # 3006705815-2018-03084. Additional information revealed the patient underwent surgical intervention during which the patients leads were explanted and replaced. Surgical intervention resolved the issue.